Event description:
In (B)(6) 2013, I decided to get breast implants (sientra textured & shaped; (B)(4) on left & (B)(4) on right) by dr (B)(6) in (B)(6). It was my understanding after consultation, these were the safest implants on the market and far superior to the other devices available, within 6 months post surgery I went from the healthiest I¿d ever been in life to having a variety of unexplained ailments. These included, gastrointestinal issues, constipation, weight loss (B)(6), extreme fatigue, high anxiety/depression, insomnia, panic attacks during the night (hallucinations), pelvic pain, muscle and joint pain, headaches and stiff neck, brain fog, and difficulty concentrating. I was no longer able to perform daily tasks, or drive my car, virtually bed bound. I saw doctor after doctor and was given prescription after prescription, nothing helped. I was later diagnosed with lyme disease, however despite ongoing treatment could not completely regain my health back. I started researching more, becoming my own health advocate and could not believe some of the data that I was reading. Bottom line, breast implants were not safe. Furthermore, the implants in my body were from the silimed manufacturing facility in (B)(4) that was shut down in 2015 due to contamination problem and poorly manufactured devices. How could this be possible and why wasn't informed. Immediately reached out to the office who performed my surgery and they assured me they were not aware of any manufacturing issues. I continued to research and found many other stories of women struggling with the same exact issues I was. So what did I do with this information? I decided to have my breast implants removed (via enbloc/total capsulectomy), this surgery was performed on (B)(6) 2018. The left implant was found to have a double capsule with abnormal color and mucoid fluid. There is so much hope and healing now being on the other side. It may take me awhile to fully recover, however I am already feeling small improvement after getting those foreign objects out of my body.